Event description:
Hcp reported "pump removed secondary to infection-no longer follow pt." The device was explanted but not returned to the MFR for analysis. A follow up report will be sent when additional info is received.